Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the sternal closure band fractured at the plate/band interface upon implantation. The fractured device was removed and the patient was closed with another sternal band and plate. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The sl360 multi-implant system (item# 74-0004, lot# 743710) was returned for investigation. The sl360 device showed signs of use as the metal band had been fed up through the tensioner and locked in place. The locking mechanism was still intact at the base of the tensioner and the band was fractured near the locking mechanism. The DHR for this product was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For this part (74-0004) in the previous one year (from the notification date) regarding the band fracturing, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is excessive force was applied during the tensioning process, beyond what the band was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.